Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not open and was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 failed to open and was not detected on the bus. A field service engineer (fse) responded to a customer-reported issue with pocket b6 in main half height drawer 3.1. Upon arrival, it was observed that the customers attempt to resolve the issue caused all pockets to go offline. The fse released all pockets, inspected for debris, and reseated the ribbon cable. After removing the rear chassis, a partial seat of the drawer controller feeding all trays was identified as the root cause. The controller was properly reseated. Tested the station in diagnostics. Escort performed random medication inventory checks in the application, and all functions were verified as ok. The system functioned as intended after the field service engineer repaired the device.